Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect requiring treatment. It was reported that this was a mitraclip procedure to treat mixed etiology mitral regurgitation (mr) with a grade of 4+. After the transseptal puncture, blood was noted in the endotracheal tube. The blood was aspirated and the patient was stabilized. One clip implanted, reducing the mr to 1-2+. After removal of the steerable guide catheter (sgc) an atrial septal defect (asd) was observed, which was treated with an occluder. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported atrial septal defect (asd) in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions, and unrelated to the device since there was no reported device issue/malfunction during the procedure. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.